Event description:
The customer reported the battery failed - device shutdown unexpectedly.

Manufacturer narrative:
(B)(4): the customer reported the battery failed - device shutdown unexpectedly. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.